Event description:
Clinical rationale: a 61 year old male undergoing impella support for acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage d) developed hemolysis, first noted as blood-tinged foley/urine during active support. The device was reposition and care team reduced the pump speed from p7 to p6. Based on available information, the patient experienced hemolysis during impella support, which was likely associated with malposition and mitral apparatus contact. Repositioning successfully corrected the pump position, and no device malfunction was reported. Further evaluation, including product return analysis and data download, is required to determine whether any device related factors contributed to the event. The impella was successfully explanted on (B)(6) 2026 and the patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.